Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #. D1 - brand name . - previous brand name: servo-s. - corrected brand name: servo-s base unit . D4 - version or model # - previous version or model #: servo-s. - corrected version or model #: 6640440.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's air gas module was contaminated with water. Identification of issue has been done by analyzing problem description. The air gas module regulates the inspiratory gas flow and gas mixture. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The most probable source of water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. It has remained unknown under which circumstances water entered the air gas module. Therefore, the root cause to the reported issue has not been determined. The correction of field g2 report source was required. This is based on the internal evaluation. Previous report source: foreign, user facility, company representative corrected report source: foreign, distributor h3 other text : 4112.

Event description:
It was reported that the ventilator's air gas module was contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on the information collected to date, it has been confirmed that ventilator's air gas module and pressure transducer printed circuit board (pcb) were contaminated with water. The air gas module regulates the inspiratory gas flow and gas mixture. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. According to the user manual, supplied gases shall meet the requirements for medical grade gases according to applicable standards. The maximum level of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The pcb was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator/anesthesia system malfunction. The conclusion is that the device did not fail to meet its specification, as the most probable source of water contamination is a contaminated air gas from the hospital's central air gas system.

Event description:
Manufacturer's ref. #: (B)(4).